Event description:
Received report from clinic regarding a bloodline leak at the luer lock connector. Pt lost about 70ccs of blood. Clinic tried to tighten the tubing without success and eventually the physician was able to push in tubing to stop the leak. The sample is available.